Manufacturer narrative:
The customer reported that the display on the central nurse's station (cns) froze. Nihon kohden technical support provided the customer with some troubleshooting tips, which included power cycling the unit. Once this was performed, the display was working properly with no issues. The nihon kohden technical support specialist also advised that the proper power cycle recommends be done every quarter, and that the hard drives should be replaced every two years to ensure proper hard drive health. The device will not be returned for evaluation. No patient harm was reported.

Event description:
The customer reported that the display on the central nurse's station (cns) froze.

Manufacturer narrative:
Details of complaint: on (B)(6) 2018 customer stated cns device, mu-971ra s/n (B)(6) , froze up when user was attempting to click and option. The issue was resolved after a hard power cycle. Nk tech support informed customer that device's manual recommends device reboot once every three months to ensure stable operation. Service requested: troubleshooting. Service performed: troubleshooting. Investigation results: [risk assessment] the probability of this issue re-occurring is derived from c4c data. Data was pulled on jan 22, 2020. Out of 33046 records, the ticket title is filtered for "freezing" keyword. The service category is filtered to include only "pm" related incidents. Pm is referring to patient monitoring devices. The model is filtered to show only "mu-971ra" incidents. There were 3 incidents of cns freezing. Additional keyword search for "freeze", "froze" yielded 5 more incidents. The total number of cns 9701 freezing incidents is 8. Total number of units sold is available in sap. The total number of units sold since 2014 (the beginning of sap data) is (B)(4). (B)(4), or according to sop06-075, quality complaint investigations, the event may only occur in exceptional circumstances - rare. Risks: the risk of cns freezing is that there is a loss of central monitoring of patient's vital signs and waveforms, along with other patient information. The cns monitors both bedside and wireless telemetry transmitters devices. Bedside monitors have local alarm functions, both audible and visual, while wireless telemetry transmitters display compressed waveform and numeric data of the latest 10 minutes. If alternate monitoring means are not available for the wireless telemetry patients, there is a possible loss of patient monitoring. In a worst-case scenario, the loss of monitoring capability at a central nursing station for cardiac rhythm and vital signs could delay the recognition and management of arrythmias and sudden deteriorations in vital signs in critically ill patients. This could adversely impact the outcome of subsequent treatments such as resuscitation. The risk is considered "major" as defined under sop06-075, quality complaint investigations. Therefore, the overall risk of this event, taking into consideration of severity and probability, is medium. Cns's intended use: the cns-9701 central monitor is designed for use in various hospital environments, including the ICU, ccu, recovery room, and general ward. The central monitor allows hospital staff to monitor patient's vital signs and waveforms, along with other patient information. The central monitor is designed so the operator can directly touch the screen from the operator's position. The patient monitoring network is composed of central monitors, bedside monitors, multiple patient receivers and transmitters. [History] device was put into service on 1/18/2009. Service history for this device shows no other service incidents. Cns-9701 operator's manual cautioned user that device should be restarted once every three months. Otherwise operation becomes unstable and monitoring may stop. While restarting, patients monitored by the device must be monitored by alternate instruments such as bedside monitors. Further, the troubleshooting section states that if operation become slow or device has malfunctioned, its possible cause is windows has become unstable. The remedy to restart the device. By the account provided, the issue was resolved after device was restarted. No issues were noted immediately afterwards. Thus, it is concluded that the root cause of the reported issue was due to user not performing the recommended maintenance. Per service history, this issue has not re-occurred. Review of the device history record (DHR) shows that the unit has no history of ncmr, refurbishing, or other suspected defects. Investigation conclusion: by the account provided, the issue was resolved after device was restarted. No issues were noted immediately afterwards. Thus, it is concluded that the root cause of the reported issue was due to user not performing the recommended maintenance. Per service history, this issue has not re-occurred. Review of the device history record (DHR) shows that the unit has no history of ncmr, refurbishing, or other suspected defects.

Event description:
The customer reported that the display on the central nurse's station (cns) froze.